Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15514. The patient has two leads (from different lots) implanted as part of his scs system. It was reported the patient was unable to turn his stimulation on. The sjm representative met with the patient and diagnostics showed multiple contacts have invalid impedances. X-rays were taken and one lead appears to be fractured. Surgical intervention will be taken at a later date to address this issue.